Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Should additional relevant information become available, a follow-up report will be submitted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Per review of the batch records, no nonconformance report was documented for this lot. All release criteria were met for the build of the lot. (B)(4).

Event description:
This is report 1 of 3 for this event. This is a report of peritonitis in a patient, coincident with dianeal therapies for peritoneal dialysis (pd). On an unreported date, the patient had a virus, which seeped down and the patient peritonitis. On an unreported date, the patient was hospitalized for the peritonitis, however the treatment was not reported. On an unknown date, the patient was discharged from the hospital. The patient recovered from this peritonitis event.

Manufacturer narrative:
(B)(4).